Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had red system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported system error was confirmed during laboratory testing and log review. Review of the pcu error log showed, prior to the issue being reported, the error code 800.8000.0 occurred twenty-two (22) times from (B)(6) 2025 to (B)(6) 2025. The returned system was powered on, in its ¿as received¿ condition. The device did not power on since its battery was completely discharged. The device was plugged into ac power and was again powered on. The pcu did not reproduce the reported system error or any malfunction. During initial testing, the reported system error or any malfunctions were not reproduced. However, after multiple power cycles, the system error was replicated. On subsequent power on attempts, the device triggered a watchdog alarm and failed to boot. Logic board was temporarily replaced with known good dchu laboratory part. After powering on the device, system error was no longer displayed. Additionally, several power cycles were performed and system error no longer occurred. During internal inspection, logic board was noted with flux residue on j5 connector. Bd system error tip sheet states that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had red system error. There was no patient involvement.